Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral capsular contracture baker grade IV and rupture were discovered intraoperatively."

Event description:
Patient representative reported right side "capsular contracture baker grade IV and rupture were discovered intraoperatively." The device has been explanted.